Event description:
It was reported that a user in the first two weeks on the ilet experienced hyperglycemia after a meal announcement, with blood glucose exceeding 400 mg/dl, and pump-delivered corrections did not reduce glucose until the user changed the infusion set, cartridge, and adapter, after which glucose began to decline. Symptoms included hyperglycemia, headache, polydipsia, and polyuria. Outcomes included no hospitalization and resolution of hyperglycemia following set and hardware replacement. Investigation included troubleshooting education, a soft reset of the pump, reinforcement of correct meal announcement relative to usual carbohydrate amounts, spacing meals, and minimizing high-carbohydrate snacks. Investigation of this case revealed user-related factors including announcing a larger-than-usual meal and later over-announcing carbohydrates to obtain additional insulin, as well as probable infusion or delivery issue resolved by replacing the contact detach set (23", 6 mm), cartridge kit, and adapter. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error with a likely transient infusion or delivery issue that resolved with hardware replacement and proper use.